Manufacturer narrative:
Investigation on the two reagent kits lot: 00604z and 0616z, used by the customer, did not identify any product issue. Some result raw data was provided but no sample ids were provided. Without sample ids, it was not possible to identify the alleged samples for data analysis. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer in the us alleged discrepant results when comparing the original test and retest results on the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system, and comparing with the cobas sars-cov-2 for use on the cobas 6800/8800 system. The samples were nasopharyngeal samples collected with a variety of collection media manufacturers: bd, copan, bartel and hardy diagnostics. The product's instructions for use provides information under the section additional materials required, nasopharyngeal swab collection kits: flexible minitip floqswab with universal transport media (utm®) from copan diagnostics or bd universal viral transport (uvt) 3-ml collection kit with a flocked flexible minitip swab. Review of a summary of data provided by the customer showed 12 sample discrepancies comparing the original and retest on the cobas liat system and rest on the cobas 6800 system. Results were reported out. No harm was alleged. Investigation on the two reagent kits lot 00604z and 0616z, used by the customer, did not identify any product issue. Twelve (12) mdrs, one per each reported results, will be filed.